Manufacturer narrative:
Concomitant products: 5076-52 lead, implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's heart rate was occasionally in the 50's, and telemetry showed that pacing spikes had occurred at unexpected times. It was also noted that the atrial capture threshold measurement was high. No further information was obtained through follow-up. The implantable pulse generator (ipg) and right atrial (ra) lead remain in use. No patient complications have been reported as a result of this event.